Event description:
It was reported that 2 bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: the tubing set is attached to an infusion bag with medication reconstituted in it. Once the bag was assembled with the infusion set by the nurse, the drug started to be administered. When the patient realized the tubing was leaking and notified the nurse, the bag was already done being infused (very little drug remained).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the customer reported issues, like leaking, and returned one 2420-0007 sample. The sample leaked from the lower fitment, and the complaint is verified. The tubing/blue clip connection was leaking during priming. The connection was separated in order to look at the tubing and blue clip under the microscope. There was evidence of sufficient solvent on both pieces. The root cause is incorrect insertion of the tubing into the lower fitment by personnel. A quality alert was issued to the personnel to address the issue. Device history record review for model 2420-0007 lot number 22015886 was performed. The search showed that a total of 17,283 units in 1 lot number was built on 22jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: the tubing set is attached to an infusion bag with medication reconstituted in it. Once the bag was assembled with the infusion set by the nurse, the drug started to be administered. When the patient realized the tubing was leaking and notified the nurse, the bag was already done being infused (very little drug remained).